Manufacturer narrative:
1 x rms-060024-r of unknown lot number was not returned to cirl for a lab evaluation. Therefore a document based investigation was completed. This complaint file ((B)(4)) was opened to capture the user error in placing the second resonance stent in an intrinsic stricture and this information was obtained within investigation file (B)(4). Prior to distribution rms-060024-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060024-r of unknown lot number could not be completed. It should be noted that the instructions for use states the following: intended use: used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Intended for one-time use.". Also " visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. There is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. A definitive root cause could be attributed to the physician using the rms stent to treat an intrinsic stricture. As per the instruction for use, the rms stents are intended for use for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Wire placed past stricture with relative ease, live screened while removing stent, felt significant resistance at stricture, continued to screen while removing, once removed, inner wire of resonance had snaped and outer wire uncoiled. Entire stent removed in one piece. ((B)(4)) surgeon then lasered stricture and balloon dilated stricture placed access sheath first, then placed a replacement resonance stent with no difficulty.((B)(4)) this file is created to capture off label use in placing the second resonance stent in an intrinsic stricture.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wire placed past stricture with relative ease, live screened while removing stent, felt significant resistance at stricture, continued to screen while removing, once removed, inner wire of resonance had snapped and outer wire uncoiled. Entire stent removed in one piece. ((B)(4)). Surgeon then lasered stricture and balloon dilated stricture placed access sheath first, then placed a replacement resonance stent with no difficulty. ((B)(4)). This file is created to capture off label use in placing the second resonance stent in an intrinsic stricture